Manufacturer narrative:
(B)(4). Method: actual device was received for evaluation and investigation. A visual inspection, flow rate accuracy test and pressure pot test were conducted. A review of the device history record (DHR) was performed. Results: the pump was refilled with 270ml of 0.9% saline and infusion was confirmed. Flow accuracy testing was performed. After 40.5 hours of testing, the pump yielded a flow rate of 5.30ml/hr, which is within specifications with a +/-15% tolerance. Pressure pot testing was performed with the filter removed. The average bladder pressure used was 9.00psi. After 2 hours of testing, the glass orifice yielded a flow rate of 5.18ml/hr, which is within specifications with a +/-15% tolerance. Conclusion: the investigation summary concludes that a fast flow was not observed. During flow accuracy testing, the pump yielded a flow rate that was within specifications with a +/-15% tolerance. During pressure pot testing on the flow restrictor (glass orifice), the flow restrictor met specifications using the average bladder pressure. As the device analysis cannot determine the root cause of the flow issue, we are unable to determine the cause of the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
(B)(4). Method: the actual device was received for analysis. A visual inspection and a review of the device history record (DHR) was performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusion: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint trend reporting systems for monitoring, tracking and trending.

Event description:
Fill volume: asku, flow rate: asku, procedure: asku, cathplace: asku. Incident #2 of 2: please reference (B)(4), MDR# 2026095-2015-00339, for incident with patient #1 male patient. Incident #1 of 2: this complaint (B)(4), MDR# 2026095-2015-00338 will address patient #2 female patient. It was reported on (B)(6) 2015 by a distributor, (B)(4), that (2) two patient's had infusions that infused too fast. Two different pumps were used. Patient #2: incident occurred at the patient's home and no further patient information is available. It was reported that the patient's body temperature was higher than normal. The pump was attached for 7 days and on night 3 the patient experienced sever night sweats. The patient later received another pump and again the sensor was not attached to the skin and the infusion ran as expected. No patient injury was reported. Device is available for return.